Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Functional testing was performed and revealed that the jaw on the device will not fully close, making it unable to grasp. Visual inspection noted known deformities or problems with the device. The most likely cause is attributed to an internal manufacturing issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via sems-07191313 that an ar-13999mf fastpass scorpion jaw was not closing completely and would not hold the tissue. This was discovered during a procedure with no patient harm.